Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "on a t2 alpha femoral nail (antegrade) : the jig lined up when checked outside of the patient, but when the handle was rotated to get a more central guide wire position in the head on the lateral view - the wire was missing the nail and going anterior to it."

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the targeting arm was returned, without the k-wire and nail involved in the event. The device is in good condition overall. There is no damage, deformation or any noticeable wear marks. The received targeting arm was tested with compatible and fully functional nail and k-wire. The k-wire was inserted through the dedicated k-wire hole on the targeting arm and was reached the junction of the nail and insertion post as intended. The wire was not missing the nail and going anterior to it as reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by improper use during surgery, as the device was returned and tested to be conforming to specifications and fully functional. It is also worth noting the k-wire involved in the event was not returned and would have been necessary to perform a full-picture investigation of the event. If more information is provided, the case will be reassessed.

Event description:
As reported: "on a t2 alpha femoral nail (antegrade): the jig lined up when checked outside of the patient, but when the handle was rotated to get a more central guide wire position in the head on the lateral view - the wire was missing the nail and going anterior to it.".